Event description:
In 2008, boston scientific corporation was informed that during a polyp ablation; the resolution clip device could not be closed. The procedure was completed with another of the same device with no pt complications. Pt is "good". Note: this is the third report of six devices, please refere to MFR #'s 3005099803-2008-05065, 3005099803-2008-05067, 3005099803-2008-05068, 3005099803-2008-05070, 3005099803-2008-05064 for other five reports.